Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set on an unknown date, the small universal chuck with t-handle was observed broken. There were no patient and surgical involvement. This report is for 1 small universal chuck with t-handle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 393.105, lot: 8335350, manufacturing site: hägndorf, release to warehouse date: may 31, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the small universal chuck with t-handle (p/n: 393.105, lot #: 8335350) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches and nicks all over the device but have no impact on the device functionality. The tips of the clamps were nicked and deformed. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review based on the date of manufacture the following drawings: the current and manufactured revision of drawings were reviewed. Complaint confirmed? No. Investigation conclusion the complaint condition was not confirmed for the small universal chuck with t-handle (p/n: 393.105, lot #: 8335350). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the deformation could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.